Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to no receiving audio alerts on the g5 mobile application on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.